Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported through the filing of a lawsuit that allegedly after the implantation of the device, the patient began to experience progressive pain, loss of mobility, inflammation and soreness around the implant, cyst formation near the hip, pain down her left leg, metallosis, and severe discomfort. It is further alleged that on or about (B)(6) 2017 the patient underwent revision surgery and she had several symptoms that caused the debilitating pain including: device corrosion, damage to tissue surrounding the implant, and metallosis.